Event description:
Report received of a programming error. It was reported that the concentration of heparin was programmed incorrectly. The customer was unwilling to provide any additional info on the event, including pt specific info, whether the error resulted in an over or under-delivery of medication, or whether there was any adverse effect to the pt.